Manufacturer narrative:
Zyno medical is waiting for the arrival of the device.

Event description:
A distributor reported an under-infusion issue to zyno medical on (B)(6) 2018. The distributor received a voicemail from the initial reporter on (B)(6) 2018, stating that the affected pump ran a 3 hour infusion but still had medication remaining in the IV bag. There was no patient injury. No medication information was available. No patient information was provided to zyno medical.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00061).

Manufacturer narrative:
The reported flow rate issue was not confirmed. The pump was evaluated on (B)(6) 2018 and was found to have a flow rate accuracy of -1.38%, which was within +/-5% specification. The device failed the occlusion test as it alarmed outside of specification for the 30 psi test. The pump was recalibrated and tested to meet full specifications on (B)(6) 2018.